Manufacturer narrative:
Evaluation results: one tracheostomy tube was returned for investigation. Under visual inspection the sample appeared to be in good condition. Based on the results of testing, the reported failure was not observed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The follow up report was rejected under the MFR number 3012307300-2019-01675. The evaluation report was therefore sent under the new report number 3012307300-2019-06138.

Event description:
Information was received that a smiths medical blue line ultra suctionaid tracheostomy tube kit was leaking air past the cuff. No adverse patient effects were reported.